Event description:
Customer stated "hear a pop and smelled wires burning." Product was returned for investigation. Upon further investigation into the customers complaint, the inspector found that the cord had been stressed with significant force causing the cord to crack and break right by the switch. The switch and the pad were fine. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.